Manufacturer narrative:
Evaluation summary: the product was not returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product met release criteria. The root cause cannot be determined. There has been one other similar complaint report in this lot number. Additional info has been requested. (B)(4).

Event description:
A doctor reported that a glaucoma filtration device (gfd) was touching the iris the first day after implantation. There is no harm to the pt and the gfd remains implanted. Additional info was requested.